Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed to start two or three times. There was no patient involvement; no patient or user harm reported.

Manufacturer narrative:
Processor pca, therapy knob, and therapy switch.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor pca. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined.